Event description:
It was reported that during a surgical procedure, the drill heated up. The procedure was completed without a delay. No pt or user injury was reported and no other adverse consequences were alleged with this event.